Manufacturer narrative:
Additional information: g4, h2, h6. No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Recalibration of a device by right heart catheterization is considered a reportable event as the physician is performing surgical intervention to prevent permanent damage or impairment.